Manufacturer narrative:
Product analysis summary: a kink was visible on the hypotube. Dried blood was visible in the balloon and inflation lumen. The balloon had been inflated. The device was placed in the waterbath in order to disperse the dried blood. Upon removal, the balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon material at the distal end. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a pinhole burst on the balloon material above the distal markerband. There was no lead in scratches evident proximal or distal to the burst site. There was no other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the nc sprinter was being used to post-dilate a deployed stent. The device was not moved or re-positioned while inflated. The same inflation device was used successfully with other devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc sprinter balloon was intended to be used during a procedure to treat a lesion in the mid lad, exhibiting mild tortuosity and no calcification. Stenosis was 70%. There was no damage noted to packaging. The device was inspected, and negative prep performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. No resistance was encountered when advancing the device, and excessive force was not used during delivery. It is reported that the balloon burst during the first inflation at 15 atm. It is reported that while using the balloon, after it reached the target lesion location to deploy the stent, it seemed to rupture without any prior inflation. No patient injury reported.